Manufacturer narrative:
It was reported that a single shutdown occurred. A DHR review and a complaint history review were performed and did identify 1 similar complaint for the same device within the past 6 months. Analysis of data logs indicates that 2 communication errors were detected. For the 1st one the root cause identified is a shared memory issue between mario_rtx and the controller. For the 2nd communication error which was not reported in the complaint description, the device detected a collision or an over force. As the field service engineer was not present at the time of the event this issue cannot be determined. However, either the issue (collision or over force) it is linked to use error.

Event description:
The university of michigan site was performing contactless registration independently without field service engineer (fse) for a seeg procedure, and while moving towards the patient in automatic mode, an unexpected shutdown occurred slightly before 11:26am est on (B)(6) 2019. Fse was called on phone to review arm position and talk hospital through shutdown/ restart procedure. No obvious pinch of cables. Unexpected shutdown. The patient was under anesthesia. Delay was less than 15 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
The (B)(6) site was performing contactless registration independently without field service engineer (fse) for a seeg procedure, and while moving towards the patient in automatic mode, an unexpected shutdown occurred slightly before 11:26am est on (B)(6)2019. Fse was called on phone to review arm position and talk hospital through shutdown/ restart procedure. No obvious pinch of cables. Unexpected shutdown. The patient was under anesthesia. Delay was less than 15 minutes.